Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is preventable and detectable by handling device as per the following instructions for use (IFU): detection way is included in operation manual chapter 3 preparation and inspection. Preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: light cover glasses chipped, and adhesive worn, optical cover glass scratched, and adhesive worn, bending section glue worn, control body aspiration color ring worn, hole in the button, delamination evident in light guide tube, scope connector has mild fluid ingress, marks on image, angulation is out of play and specification, air/water flow is out of specification, and electrical safety test failed. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope big wheel was loose during reprocessing. During inspection and evaluation, the air/water nozzle was blocked with foreign debris. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.